Manufacturer narrative:
As received, a complete lead was returned measuring 52.4 cm with the stylet inserted for the reported event of dislodgement. Visual and x-ray examination found the helix stretched and clogged with blood/tissue, as well as outer insulation cuts from procedural damage at 28.7 cm, 28.9 cm, and 29.1 cm from the connector pin. No conductor fractures or internal shorts were found. No other anomalies were found and the reported event was unconfirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during analysis post-implant procedure. X-ray examination revealed right atrial lead dislodgement on (B)(6) 2019. The physician explanted and replaced the lead. The patient experienced no adverse consequences.